Event description:
It was reported that this pacemaker could not be interrogated and was not responding to magnet application. The patient reported a heart rate of 30 beats per minute. Technical services suggested an x-ray to confirm it is our device. Device replacement was planned but evidence suggests the device is still in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker could not be interrogated and was not responding to magnet application. The patient reported a heart rate of 30 beats per minute. Technical services suggested an x-ray to confirm it is our device. The device was explanted and returned for analysis, which is ongoing. The explant form indicated that the device battery was suspected to have depleted prematurely.

Event description:
It was reported that this pacemaker could not be interrogated and was not responding to magnet application. The patient reported a heart rate of 30 beats per minute. Technical services suggested an x-ray to confirm it is our device. The device was explanted and returned for analysis. The explant form indicated that the device battery was suspected to have depleted prematurely.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.